Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention on 1 may 2022 during which the lead was repositioned. Effective therapy was established post-operatively.